Event description:
Additional information was received and it was reported that the patient experienced return of pre-pump implant pain and ratings related to the event. A dye study was done as a diagnostic on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that in early (B)(6) 2013, they had kept increasing the (intrathecal) daily dose with no response from the patient. Drug delivered via the pump was fentanyl. It was later reported that on (B)(6) 2013, patient had a catheter revision surgery where they had discovered a catheter fracture at anchor site. The surgeon cut the catheter, removed anchor and pulled remaining intrathecal catheter tip from t6 to t9, and the catheter was noted to be patent with good csf (cerebrospinal fluid) flow. Surgeon then re-anchored catheter and connected two ends of distal segment with pin connector from a catheter accessory kit ((B)(4)), confirmed catheter flow by accessing catheter port with (B)(4) kit. Additional information has been requested; a follow-up report will be sent when it becomes available.